Manufacturer narrative:
The customer did not return the strips.

Event description:
The nurse stated that on (B)(6) 2016, the patient obtained a result of 4.0 inr at 8:51 am while using his coaguchek xs meter (serial number (B)(4)). It was stated that the patient was on an antibiotic at the time of the 4.0 inr result. There was no further information provided about that antibiotic. A laboratory result on the same day at 10:46 am was reported to be 2.8 inr. The laboratory uses the dade innovin reagent. The following day on (B)(6) 2016, the patient tested 3.3 inr at 1:36 pm and a laboratory sample that was done at 1:30 pm was 2.4 inr. The patient was also tested on the nurse's coaguchek xs meter (serial number (B)(4)) and a result of 3.4 inr was obtained at 1:35 pm. The lot number of the strips used in the nurse's meter is 20646112 with an expiration of 03/31/2017. The capillary fingerstick samples for the meters were obtained from separate fingers. The patient's therapeutic range is 2.0-3.0 inr. He is not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. There has been no change in his diet. There was no adverse event. The suspect product was requested to be returned and it was stated that no replacement was sent as the patient no longer wants to test at home. This medwatch report is for the suspect device used in the patient's coaguchek xs meter. Reference medwatch report with patient identifier (B)(6) for the suspect device used with the nurse's meter. The customer returned the meter but did not return the strips. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The complaint has not been substantiated.

Manufacturer narrative:
The customer returned a strip vial of lot 206463-22 with an expiration of 05/2017. There was one strip left in the vial. The relevant retention test strips (lot 206463-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The strip was tested using a retention meter and compared to the master lot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned and the master lot material meets the specification.